Event description:
A talent graft system was implanted in a pt for the endovascular treatment of an 8.5 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was reverse funnel shaped and varied in diameter from 22 mm at the renals down to 17 mm at 15mm below the renals. The aortic neck had minimal angulation, little thrombus, and mild calcification. The pt presented emergently with the 8.5 cm aneurysm with pain but without a rupture. It was reported the physician modeled the talent bifurcated stent graft a reliant balloon, however, there was a significant proximal type I endoleak was evident. The physician elected to implant a palmaz stent, which improved the endoleak, however, the endoleak was not completely resolved. The pt had significant lumbar arteries, and there was a late staining endoleak from an indetermined source at the final angiogram. The endoleak may be from the lumbar arteries or the possible residual proximal type I endoleak. No further intervention was done. The pt will be monitored. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4): eval results: endoleak. Reverse funnel shaped aortic neck. (B) (4) (secondary intervention).

Event description:
Additional information was received for this case. The current aneurysm diameter is 8 cm. It was reported that the patient presented emergently. There is disease progression with aortic neck dilatation. There is an unknown endoleak present. The physician implanted an endurant 32x32x49 aortic cuff proximally to the bifurcated stent graft. The unknown endoleak was resolved.

Event description:
Additional information was received for this case. The patient presented emergently with a ruptured 8 cm in diameter aneurysm. The physician made no such statement regarding device or procedure relationship. The physician continued to monitor the patient, however the patient¿s care was withdrawn and the patient expired. The physician stated that the patient¿s condition and blood loss caused death. Film review was completed. Cta¿s from 5 years post-implant were reviewed. Films were non-contrast. The films revealed that the endurant cuff was positioned just below the renals. The proximal stent graft od is 27mm; the cuff is angulated 65deg a-p relative to the limbs. The proximal neck is severely calcified circumferentially. The talent bifurcate was positioned approximately 2cm below the cuff, and an unknown aneurx cuff was also seen implanted across the flow divider into the left limb and appears closed off by the endurant aortic cuff. The bifurcate ipsi limb was placed down into the right common iliac artery, and the contra limb into the left common iliac artery. There is minimal sealing length distally; bilaterally. Lack of contrast does not permit assessment of any endoleak or stent graft patency. The max diameter aaa is 10cm, and the aaa appears to have ruptured. From the (non-contrast) films provided the cause of the aneurysm rupture could not be determined. Earlier films post-implant were not available for review. The source and cause of the possible endoleak could not be determined. It is possible that continued disease progression (neck dilatation and angulation), the calcified proximal neck, and the minimal distal limb seal length may have all contributed.

Manufacturer narrative:
(B)(4).